Manufacturer narrative:
The field service engineer (fse) replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a service engineer on behalf of the customer regarding a v60 ventilator. During preventative maintenance, it was observed that the battery won¿t hold charge during battery test. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.